Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl and treated with insulin pump. Customer reports the cannula of the infusion set was bent. Troubleshooting was performed. The device will not be returned for analysis.